Event description:
Pt fell approx. 3ft from the bed while pt was being changed by the primary nurse [redacted]. Upon assessment the arjo bed (serial number [redacted]) the bed railing was broken. The pt fell approx. 3 ft, denies hitting head and blood thinners. The pt c/o [complained of] abd [abdominal] pain reports "stomach hurt before the fall but now it hurts worse". Manufacturer response for citadel plus patient bariatric bed- rental, arjo huntleigh (per site reporter). Written response.